Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had blank display. The customer¿s blood glucose level was 496 mg/dl at time of incident, treated with insulin pump and current blood glucose level was more than 600 mg/dl. The customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer reports was not worn during a medical procedure or test around magnetic resonance image. Customer states they also ran a self-test which passed. The device will not be returned for analysis.